Event description:
False positive result (s). I took this test and had a very clear positive, took 2 more and both were negative. A pcr test confirmed negative. This test definitely gives false positive results and I followed the instructions precisely.